Manufacturer narrative:
Several attempts have been made to get additional information from the customer, but no response. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a emailed complaint on november 28th that their cool cap had a broken peltier. The customer did not report patient involvement, serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
The suspected cool cap unit sn#1056 was returned back to natus for repair on 01/15/2019. Natus factory service did the repair and noted side panels were removed for visual inspection and cable #12 was found detached from the terminal block that connects to the power supply output. The returned cool cap system will be converted to a loaner as complainant unit have been replaced with a loaner.